Event description:
Reporter stated that they feel the pt's device is not giving the correct basal rate. Pt experienced blood glucose that was almost 400 mg/dl. No error messages were generated by the device. Pt has not used this device in 1.5 months they switched to their back-up device. No treatment was received.